Manufacturer narrative:
Physio-control further evaluated the main keypad assembly and determined that the cause of the reported failure was due to the sync button on the main keypad assembly being shorted. This sync button being shorted caused that it was not possible to consistently select the energy level and that it was not possible to select the charge key.

Event description:
The customer reported to physio-control that the main keypad on their device was not working properly. When the device was switched on, it was not possible to select the energy level. During tests it was not possible to charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the main keypad assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.